Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, therapy date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report.

Event description:
This report is being filed for hemolysis and death. It was reported that on (B)(6) 2019 and mitraclip procedure was performed for mitral regurgitation (mr) grade 4+. Reportedly, the patient presented in a very sick condition and this procedure was a last option. The first mitraclip (cds0601-xtr, 81106u163) had difficulty grasping due to leaflet coaptation. A successful grasp was eventually obtained. During assessment, clip stability was questioned; however, after review, it was determined that this clip was stable and well seated, with full leaflet insertion. To further reduce mr, a second mitraclip (cds0601-ntr, 81019u207) was implanted, reducing the mr to grade 2-3. On an unspecified date post procedure, there was a clip detachment and device related hemolysis. The patient expired. Specific details about this event were not provided. No additional information was available.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient death and hemolysis as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on information reviewed, the definitive cause for the reported death and the relationship to the device, if any, cannot be determined. The reported hemolysis appears to be related due to procedural circumstances. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.